Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the thermal therapy system functioned as designed. The system then passed the system checkout and was found to be fully functional. The logs and archive from the reported event were provided for evaluation. Analysis found that the software of the thermal therapy s ystem functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had "at least a dozen" stereoelectroencephalography (seeg) electrodes implanted prior to the thermal therapy system procedure. The physician had removed the electrodes prior to placing three catheters for the ablation. Following ablation, the electrodes were replaced. It was noted that post-ablation imaging did not show evidence of the reported event. However, when removing the body laser, blood was seen coming from the bolt. The physician then alternated closing and re-opening the bolt for five minutes with no change in vitals. Post-operative computed tomography (CT) images showed a left parietal and corpus callosal hemorrhage. CT images a week apart displayed no arterial damage. Prior to the procedure, it was noted that the patient was prescribed depakote and the physician suspected the medication caused/contributed to the reported event. It was noted that the patient's seizure disorder was cured following the procedure, the patient is awake and following commands with movement of all extremities.

Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that the patient experienced a bleed at the ablation site after removing the catheters from the anatomy. There was no reported delay to the procedure due to this issue.